Event description:
The customer reported it won't take images during an unspecified procedure involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
The event date is unknown. Additional information will be provided if available, however, the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.